Event description:
Information received from our another country affiliate. The information received states a pt was a new contact lens (cl) wearer in 2007, wearing acuvue 2 contact lenses. The pt's lens care was reported to be "a little sloppy", the cl care solution was not confirmed. Approx two months later, the pt was trial fit with acuvue advance cl. The pt purchased acuvue advance lenses for the os and continued to wear acuvue 2 lenses in the od. The following month, the pt was seen at an eye clinic, and was diagnosed with a 3 mm, central corneal ulcer os. The pt's bcva os prior to the corneal ulcer was 20/20. On the same day, bcva os 20/40. Treatment was levofloxacin q 30 minutes, micronomicin sulfate eye drops q 1 hour, ofloxacin eye ointment 6 x day, cefdinir oral antibiotic, 3 tabs, tid. The next day on follow up visit to clinic, slight improvement noted, cefmenoxime hcl eye drops q 30 minutes. The pt returned for follow up for three times in the same month and fourth in the following month. On the fourth day, the corneal ulcer was resolved and the corneal epithelium was intact and there was a scar at the site of the ulcer. The pt's va os was 20/20. Pt was instructed to discontinue cefmenoxime hcl and ofloxacin ointment and reduce levofloxacin eye drops to 5 x day. On 9/14 all medication was discontinued. The product was not received for evaluation and the lot# was not provided for investigation. Based upon the information provided, we can not determine the cause of this corneal ulcer. No additional information is available. We will report any additional information within 30 days. All MDR events are reviewed with senior management during quarterly management review meetings.

Manufacturer narrative:
No conclusion can be drawn.